Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was showing a service code 107 (multiple abnormal shutdowns). The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (service code 107) was confirmed. Upon investigation the monitor would not power up. An intermittent bga solder joint was discovered on the flash memory chips (B)(4). The exact location of the fractured bga solder joint could not be determined. The root cause for the intermittent solder joint could not be positively identified, but the damage likely occurred due to excessive stress placed on the monitor c/a board. No adverse event resulted from the defective monitor. The pt received a replacement monitor.